Event description:
It was reported that high out of range shock impedances were noted on the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d). No noise was noted, and the impedances appear to be variable. Technical services (ts) provided troubleshooting recommendations. This crt-d and rv lead remain in-service at this time. No adverse patient effects were reported.